Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a new left bundle branch block (lbbb) was identified. The 24-hour ECG showed lbbb, left anterior fascicular block (lafb), and atrio-ventricular block (avb) with a severity that was unable to be assessed. The 48-hour ECG showed, first degree avb, lbbb with a qrs duration >= 120 milliseconds (ms). Additional information was received which indicated that the day following the valve implant the creatinine level rose from 90 micromoles per liter (mmol/l) at baseline to 114. Another baseline creatinine level was reported as 1.295 milligrams per deciliter (mg/dl); or 0.072 mmol/l. Two days following the valve implant a pulmonary infection and acute renal insufficiency were identified. Elevated temperature and inflammatory syndrome presented. Creatinine further rose to 137 micromoles per liter. A computed tomography (CT) identified parenchymal condensation of the dorsal segment of the right upper lobe. A thoracic scan also noted opacification in the dorsal segment of the right upper lobe. Oral antibiotics were administered for the pulmonary infection. Intravenous medication administered for the renal insufficiency. Four days following the valve implant, a gout attack occurred producing left ankle pain. Anti-gout medication was provided for 7 days. This adverse event prolonged hospitalization. This same day the creatinine measured 150 mic romoles per liter. Three days later creatinine measured 107 micromoles per liter. Ten days following the valve implant the creatinine decreased to 96 micromoles per liter. Both the pulmonary infection and acute renal insufficiency prolonged hospitalization. The pulmonary infection resolved 10 days later. The discharge ECG, performed 11 days following implant of the valve, showed the lafb and lbbb. No treatment was reported. No adverse patient effects were reported. The pr duration increased from 194 milliseconds (ms) at baseline to 222 ms at the 30 day follow-up. Holter monitoring was performed. No treatment reported. The physician indicated the infection was unrelated to the medtronic products nor the valve implant procedure. The etiology was not known. The renal insufficiency was not resolved. Although reported as unrelated to the valve itself, it was also reported the renal insufficiency could have been caused by the implant procedure. Approximately 8 months later the gout was considered resolved. The physician reported the gout was not related to the medtronic products or the valve implant procedure. Of note, the patient had a history of gout. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID d-evprop23-29; product lot/serial number (B)(6); product type: heart valve; implant date n/a; explant date n/a product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances, such as left bundle branch block (lbbb), left anterior fascicular block (lafb), and atrio-ventricular (av) block are known potential adverse effects per the device instructions for use (IFU). In this case, no treatment was reported. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the information available. The pulmonary infection, renal insufficiency, gout and associated symptoms were not related to the medtronic products nor the valve implant procedure. This event does not indicate device misuse or malfunction. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.